Event description:
The pt was implanted with an scs system including two percutaneous leads on (B)(6) 2010. It was reported that the pt was unable to initiate or increase his stimulation. F/u on this matter found that one or more of the pt's lead contacts had impedance issues. Effective therapy was recaptured for the pt with programming using the function contacts. No further issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.